Manufacturer narrative:
All cannulas used to manufacture the needles are delivered to us with a certificate of compliance with the iso 9626 standard (relative to the stainless steel needle tubing). Stiffness and breakage tests are made by our cannula supplier for all batches. Without batch number, no additional test can be performed. Warnings and cautions regarding the risks related to product misuse, as well as needle sizes recommended according to the type of injection, are clearly indicated on the box and leaflet. Excerpt of warnings: - do not bend, break, or otherwise stress needles as serious injuries to you and/or your patient can occur. - do not insert needle to hub during injections, as needles can break and become lodged in patient's tissue, potentially causing serious permanent injury. Do not use short needles (<30 mm) when the expected depth in soft tissue approaches the length of the needle. - avoid extreme pressure and excessive needle movement during injection as this may cause needles to break, which may result in serious injury to you and/or your patient. - be especially vigilant when repositioning a needle in a patient who appears to be apprehensive. Therefore, given the information in our possession on the circumstances of the incident, the possible causes for the reported problem may be the bending of the needle before use, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure. Conclusion: in the absence of batch number, it is difficult to determine the precise cause of the reported problem.

Event description:
Spontaneous report. Local reference # (B)(4). Initial and final MDR. Initial information received on (B)(6) 2017 via distributor (B)(4) and was communicated to septodont on 01-mar-2017. On (B)(6) 2017, reporting dentist contacted distributor and reported that suspect device septodont septoject needle 30g (suspect needle length unknown, batch number and expiration date not available) broke in a male adult patient's mouth during a block. The broken needle had to be taken out by the dentist with a hemostat. No further treatment was required for the patient concerned. The suspect device is not available for evaluation as the broken needle had been disposed of. Additional information received on 24-mar-2017: gvd received sofic's report and the incident seems to be due to the non-observance of the instructions for use. Causality assessment on 06-mar-2017 by mb and on 21-mar-2017 by (B)(4) on initial information received on 28-feb-2017: seriousness: serious (required intervention to prevent permanent impairment/damage). Listedness/expectedness: needle issue: listed EU, expected us/(B)(4). Causality: latency: compatible. Recognized association: no. Analysis: the possible causes of breakage of needles may result from : - possible involuntary movement of the patient - possible movement of needle - contact with hard tissues (bone) - excessive pressure changing the resistance of needle during injection - quality defect of the needles. Since no sample and no batch information are available (the needle was thrown away), product used analysis will not be possible. Therefore, the causal relationship between the device and the event was considered as not assessable. Dechallenge: na. Rechallenge: na. Concluded causality who: not assessable. Causality assessment on 24-mar-2017 by mm on additional information received on 24-mar-2017: the analysis report from the manufacturer and in the absence of batch number show that the reported incidence seems to be due to the non-observance of the instructions for use, especially to the use of a needle size inappropriate to the type of procedure. The previous causality assessment applies. Concluded causality: not related.